Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support. The alarm was cleared, and customer resumed insulin delivery.